Manufacturer narrative:
The user facility contacted a third party service provider for investigation of the ventilator. No service on the ventilator was requested. Additional information stated that the ventilator malfunctioned due to presence of water inside the air gas module. The air gas module was cleaned. No pictures or logs were provided. Since no parts were returned, no investigation has been possible. Therefore the root cause of the reported event has not been determined but the most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).